Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5101300) on (B)(6) 2021. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the 60-6085-200a, stating "vcare balloon and green cup separated from the uterine manipulator while in the patient. This device should have remained intact. Surgeon received the two separated items through the vagina using a grasper.". There was no report of injury to the patient per the medwatch received. Upon further assessment questioning it was found that the patient sustained a vaginal laceration. After removal of the components the laceration was repaired, and the procedure was completed. This caused a 10-minute delay in the procedure. This report is being raised on the basis of injury due to sustaining a vaginal laceration requiring repair.

Manufacturer narrative:
One 60-6085-200a returned opened in original packaging. The lot number of the device - 202011031 was verified. A visual inspection found the cervical cup and uterine balloon detached from the printed v-care tube. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.